Manufacturer narrative:
Product not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the complaint category not being of the same type.review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent oxford partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised due to tibial subsidence and pain on (B)(6) 2015.